Manufacturer narrative:
No medwatch received from the user facility. Investigation results: the device was received and evaluated. The customer's complaint of intermittent operation was verified. The investigation found failure with the on/off button and a potential for self-activation of the shaver handpiece. The problem was related to ta supplier issue which has been addressed.

Event description:
The customer reported the device works intermittently. No injury or delay was reported.